Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported patient not feeling stimulation despite trying different electrode combinations as well and pulse width and rate adjustments. Rep tried using all 4 electrodes and got up to 9 ma without patient feeling stimulation; on another program rep used a guarded cathode with stimulation over 20ma and still no sensation from patient. Impedance check showed 2-3k ohms, and depending on programming, patient got desired settings not available at times. Patient lost stimulation in early april, although patient denied any falls/trauma. Technical services(ts) suggested taking an x-ray to confirm lead position, however, given that patient didn't feel stimulation at a high setting, revision or other modality maybe needed for treatment. Additional information was received from the manufacturer representative (rep). Rep reported the cause was unknown, but noted technical services suggested impedances might have gone up enough to where they could not turn system up. Rep reported the patient was scheduled for a replacement (B)(6) 2024. The issue was ongoing.

Event description:
Additional information was received from the rep. Rep reported that to the best of their knowledge, the issue has been resolved. Rep noted the device was discarded by the customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.